Event description:
A diabetes educator reported the customer was hospitalized with hyperglycemia of 538 mg/dl. Several e4 occlusion and w8 bolus cancelled alerts were found in the history, and a nurse believes the customer is not getting basal insulin. The headset was removed, and the cannula was bent to 90 degrees. Several attempts were made to prime a new infusion set, but this was not successful because the piston rod was not correctly aligned with the cartridge plunger. The customer was sent a new infusion device, cartridge, and adapter. Follow-up was completed with the customer on (B)(6) 2014. He was hospitalized on (B)(6) 2014. His blood glucose was elevated throughout the day on (B)(6) 2014. He received a reading of "hi" mg/dl on (B)(6) 2014 at 7:20 p.m. And delivered 13.0 units of insulin via syringe. His daughter transported him to the hospital, and he was hallucinating, dizzy, nauseous, and weak. His blood glucose when he arrived, taken by hospital lab, was 735 mg/dl. He was treated with an insulin injection and IV. He was transported to a different hospital, and his blood glucose was in the 400 mg/dl range and he was treated with an IV insulin drip. He was discharged from the hospital after 2 days. The patient believes the infusion device did not correctly deliver insulin. The infusion device, cartridge, and adapter were replaced and requested for evaluation. The infusion set was discarded. A request was submitted for additional product training.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.